Manufacturer narrative:
It was originally reported that the patient had a possible metal allergy or osteolysis. A revision surgery occurred to exchange the poly inserts. Following revision surgery, it was reported that the patient required a patella implant. The patella was not resurfaced during the primary procedure. The surgeon believed this to be the source of the patient's pain. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was originally reported that the patient had a possible metal allergy or osteolysis. A revision surgery occurred to exchange the poly inserts. Following revision surgery, it was reported that the patient required a patella implant. The patella was not resurfaced during the primary procedure. The surgeon believed this to be the source of the patient's pain.

Manufacturer narrative:
It was reported that the patient has a possible metal allergy or osteolysis. A revision surgery is planned to exchange the poly inserts. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has a possible metal allergy or osteolysis. A revision surgery is planned to exchange the poly inserts.